Manufacturer narrative:
E: (B)(6) hospital laoshan campus (B)(6).

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 589 mg/dl while wearing the pod between 24 and 36 hours. The patient reports the pod was leaking during wear and the cannula had become dislodged from the pod infusion site. Once at the hospital the patient had a blood and a urine test administered. The patient was treated with intravenous fluids. The patient was released from the hospital the following day.